Manufacturer narrative:
A steris service technician arrived onsite to inspect the system and was unable to duplicate the reported event. The system was found to be operating according to specifications and was returned to service; no repairs were required. No additional issues have been reported.

Event description:
The user facility reported that the touch panels and displays to their hexavue integration system went blank during a patient procedure. The user facility continued to use a large monitor in the room for the procedure and the displays came back on within a couple minutes. No report of injury.